Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the procedure, the registrar and was unable to expand the array greater than 2 cms. Another doctor then took over and managed to get the width of the array to 3 cms. Cavity integrity assessment was then attempted four times but was unable to pass. It was noted that there was leaking air bubbles from the joint between the plastic tubing ang the gauge. A hysteroscopy was performed and a divet was noted in the fundus centrally. The divet appeared to only extend into the myometrium. It was decided a second device would be used. The array expanded this time to 4cms. Cavity integrity assessment passed on second attempt. Finally, the ablation was completed. A laparoscopy was performed for a salpingectomy. It was noted that there was a thermal injury "fundally and 2 points and the cornual isthmus" which were bleeding slightly. Doctor "walked" the bowel and a general surgeon inspected the sigmoid colon and found no evidence of thermal injury or damage. Surgically was placed over the two bleeding points. No other treatment was used. Fluid was noted in the cavity. The patient was admitted to hospital for observation and was discharged the next morning well and asymptomatic. The patient was seen 5 days post operatively. She had no additional adverse effects, recovering as expected.